Event description:
A report was received that a patient was explanted due to infection of the wound track site. The patient is reportedly doing well following the explant.

Manufacturer narrative:
The explanted devices were not returned to bsn because they were discarded by the medical facility.